Event description:
Related manufacturer reference number: 2017865-2024-68061, related manufacturer reference number: 2017865-2024-68062, related manufacturer reference number: 2017865-2024-68063. It was reported that the patient presented to the clinic with redness and a small blister to the left of device site. The site was examined and did not feel it was procedure-related. A CT scan did not indicate a relation to the device. He was seen in the emergency depart for IV medications. A device check indicated a slight increase in threshold on the left ventricular (lv) lead. Programming changes were made. On (B)(6) 2024, the patient was seen in the clinic and the site appeared better.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information indicates that on (B)(6) 2024, the physician evaluated, and the infection was determined to be device related. The device system was explanted. The patient tolerated the procedure well.